Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed for a button error while he was lifting weights. He stated the insulin pump may have been up against his body wrong and that it was exposed to sweat. The blood glucose reading was 80 mg/dl. Nothing further was reported.